Event description:
It was reported in clinic notes that the battery is drained. It states that she was referred for replacement and that "she also describes some intermittent shocks that she feels when she turns her head it is unclear whether or not this is related". They discussed that they would not do a lead revision if impedance was okay. The generator was replaced, noted to be due to battery depletion. The explanted generator has not been received to date. No further relevant information has been received to date. It is unclear if the replacement was related to the painful stimulation.

Event description:
Information was received from the physician that the replacement referral was not related to the painful stimulation, it was only related to low battery. No further relevant information has been received to date.